Manufacturer narrative:
(B)(6). Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that (B)(6) has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, (B)(6), or (B)(6) employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was referred for full revision surgery due to painful stimulation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The generator was received and product analysis was completed. The visual observations are most likely associated with manipulation of the device during the implant/explant procedures. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The physician has responded that the surgery referral was for patient comfort. The pain is located in the neck and the cause of the pain is due to vns-stimulation of vns with certain neck movement, so concern for lead misplacement. The patient later had full revision surgery due to prophylactic replacement and discomfort due to no strain relief. The original implanting physician was contacted to re-train on proper strain relief technique. The explanted device has not been received to date.

Manufacturer narrative:
B5 describe event or problem (1st paragraph only); corrected data; information received prior to submission of initial MDR.